Event description:
It was reported that the pump reset unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump and had an insulin pen for insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.